Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a meniscal repair procedure, the implants simultaneously deployed from the device. Both implants were removed successfully. No patient injury or complications were reported.